Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "saline water leakage." The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on radius. Leak test and microscopic analysis was performed which identified: sharp opening on radius, non-penetrating nicks and yellow particles. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp opening on radius due to an unidentified (tear) opening. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "saline water leakage." The device has been explanted.